Event description:
A caller reported a cracked and shattered touchscreen on their insulin pump. The touchscreen was illegible, and the caller could not interact with the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.